Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had a radio frequency pic failed self-test alarm due to faulty connector on the radio frequency board. The insulin pump had cracked reservoir tube lip, cracked reservoir tube and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and radio frequency pic failed self-test. Customer's blood glucose level was 439 mg/dl. Customer treated their high blood glucose levels with a manual injection. Customer advised the insulin pump continually alarmed radio frequency failed self-test. Customer advised the alarm did not occur during the rewind process. Customer advised a temporary basal was programmed before the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.